Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the receiver was showing high readings. Per documentation, the receiver was just showing high and no reading. The patient reportedly could not recall the exact reading when asked. It was not documented whether the patient had symptoms or checked a bg. The patient reportedly dosed insulin before eating. After a few hours, the patient passed out. The egv at that time was not documented. Paramedics were notified and arrived 30 minutes after he had lost consciousness. The bg at that time was 90 mg/dl and the egv was not remembered. The patient was given carbohydrates and transported to the hospital. There, the bg was 88 mg/dl and the egv was 127 mg/dl. The patient was hospitalized between (B)(6) and treated with tylenol for unrelated headache. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.